Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image blurred, with lines and flashing colors. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deformation of cable unit and during vertical (up and down) movement of the camera head had no image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image blurred, with lines and flashing colors, and no image during vertical (up and down) movement of the camera head was due to deformation of cable unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.